Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014; 419688 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance and crosstalk was noted with every atrial pace. The pocket was re-opened and the lead was taken out and reinserted into the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.